Event description:
It was reported that the atrial lead dislodged a few hours post-implant procedure. No electrical issues were observed. The atrial lead was repositioned the following day on (B)(6) 2022. The patient was stable prior to, during, and after the procedure.